Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The header was firmly attached to the device casing. Visual inspection noted body fluid in the right atrial (ra) port; however there were no holes noted in the ra seal plug so the fluid was most likely introduced during the explant procedure. No anomalies were found with the right ventricular (rv) seal plug, and both the ra and rv setscrews moved freely and without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. The ra port was found to be out of specification; no resistance was felt when the pin was inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the reported clinical observation of a header issue; the spring contact in the ra port was out of specification.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to suspected header issue.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to suspected header issue.